Event description:
User received erroneous cea result for one patient sample. Initial result was <0.200 ng/ml. When the sample was manually repeated on the same analyzer, the result was 9.43 ng/ml. The same sample repeated on another analyzer gave a result of 9.85 ng/ml. The initial result was not reported and the repeat result of 9.43 was reported. The field service representative was unable to determine a cause and noted the issue may have been due to a poor sample. He checked and verified the system. Performance tests were performed.